Manufacturer narrative:
During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because the affected lot number was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient's tendon ruptured post-operatively, soon after weight bearing. The tenotac was revised and the tendon repaired using a competitive product.